Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that 2 bd nano¿ ultra fine¿ pen needles were needed to complete one injection, as the first needle's insulin flow stopped halfway through. This complaint was created to capture the 2nd of 2 related incidents. The following information was provided by the initial reporter: "consumer stated, he has to use two pen needles to complete one injection. Stated, the flow will stop half way. Stated, he was never told to prime and has never primed before taking injection."

Manufacturer narrative:
H6: investigation summary: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. A lot history review was carried out and no related non conformances were raised in association with this packaged lot concluding all inspections were performed as per the applicable operations and met qc specifications. H3 other text : see h10.

Event description:
It was reported that 2 bd nano¿ ultra fine¿ pen needles were needed to complete one injection, as the first needle's insulin flow stopped halfway through. This complaint was created to capture the 2nd of 2 related incidents. The following information was provided by the initial reporter: "consumer stated, he has to use two pen needles to complete one injection. Stated, the flow will stop half way. Stated, he was never told to prime and has never primed before taking injection."